Manufacturer narrative:
Date sent to the FDA: 8/16/2021. Additional b5 narrative: it was reported that the patient experienced adhesions and inflammation following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted there was rigid, dense fibrosis throughout the inguinal canal, where a sheet of mesh along with its curled up extensions of the mesh had encased therein, causing the underlying cord structures emerged to surround the mesh extension resulting in a difficulty removal. He meticulously dissected and fully removed the old mesh in a piecemeal fashion for approximately 2 hours and repaired the weakened floor of the inguinal canal primarily. It was reported that the patient experienced chronic pain and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/23/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.